Event description:
Additional information was received on 08aug2024: the procedure being performed was an angio using a 5 french sheath. The device was attempted to be deployed; however, the anchor and plug stayed in the sheath. The device pulled out. A pre-deployment angiogram was not performed. However, a pre-deployment ultrasound (us) was performed. There were no issues with insertion the device into the patient. Hemostasis was achieved by manual pressure. The patient was stable. There were no concomitant medical products used with the angio-seal. The patient was not obese.

Manufacturer narrative:
This report is being submitted as follow up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor and all internal components were able to be deployed successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that deployment of the anchor did not succeed. The anchor and plug stayed in the sheath, despite the right angle. There was lack of plaque, and the patient was nonobese patient. Blood loss was less than 1cc. There was no harm to the patient.